Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient had elevated blood glucose results and was hospitalized from (B)(6) 2015. The patient was treated with insulin via infusion. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.